Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was 1 intermittent catheter tip was too thin.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Visual examination of the photo samples noted no obvious defects. None of the photo samples indicated evidence of tips being too thin. Visual examination proved inconclusive due to to poor sample condition. The device history record review was not required as the reported event was unconfirmed. Labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was 1 intermittent catheter tip was too thin.